Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. It was reported that the patient called their manufacturing representative (rep) because they needed a new insr battery. The rep redirected the patient to patient services. Patient services asked the patient to clarify what the issue was and the patient reported that they plugged their recharger into charge and the recharger showed it was fully charged, but when they tried to charge the ins they saw a code on the recharge and they couldn¿t charge the ins. The patient noted that they had seen this code every now and then, but was able to charge the ins before. The patient stated that they did not recall the code they saw on their recharger. Patient services asked the patient to start a charging session with their recharger and the patient reported seeing the reposition antenna screen. The patient indicated that the las t time they were able to successfully charge their device was ¿probably two weeks ago¿. The patient was not able to communicate with the patient programmer as they were seeing the poor communication screen displayed on it. The patient was redirected to follow-up with their healthcare provider (hcp). It was reviewed that the patient¿s ins may be in an overdischarged state and it was recommended that they follow-up with a hcp/rep in regards to being unable to communicate with the ins. No symptoms were reported. It was reported that the patient¿s poor communication screen on their patient programmer and being unable to charge their ins occurred on (B)(6) 2018. It was asked but was unknown when the patient started seeing the code on their recharger, but they stated it was ¿probably in the beginning (B)(6). The patient reported that they notified a rep ¿probably towards before christmas¿ about the issue they were having with their recharger. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that they believe the code seen on the recharger was the same as the ¿reposition antenna¿ screen. The hcp is not aware of the cause of the inability to communicate with the ins, reposition antenna screen, and poor communication screen. They noted that a manufacturing representative saw the patient, and the issues have been resolved. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.